Event description:
Pt's blood glucose was high. She administered a dinner bolus with her insulin infusion pump. She went shopping and did not feel well. She administered a 16 unit bolus of insulin that night. Her blood glucose level remained high so she took 15 units subcutaneously and went to the hosp where she was in the ER overnight with diabetic ketoacidosis. The pt said that when she took off her pump, she noticed liquid (insulin) in the cartridge area.